Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils) and a non-penumbra microcatheter (echelon). During the procedure two smart coils were unable to advance past their initial positions within their respective introducer sheaths. Therefore, the smart coils were not used in the procedure. The procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This report is associated with MFR report number: 1.3005168196-2020-02351.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-02351.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure two smart coils were unable to advance out of their respective introducer sheaths. Therefore, the smart coils were not used in the procedure. No additional information has been provided regarding the completion of the procedure. There was no report of an adverse effect to the patient.